Event description:
It was reported that a linx device lxmc13 lot 10733 was placed (B)(6) 2016 and got relief from gerd symptoms. Earlier this year, began having occasional dysphagia. Patient had diagnostic imaging and reports that a broken device "in the shape of a u instead of an o" was seen.

Manufacturer narrative:
(B)(4) b3: unknown; captured as awareness date date sent 10/15/2025 d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/13/2025 corrected data d4: UDI# a manufacturing record evaluation was performed for the finished device lot number 10733, and no non-conformances were identified.